Event description:
Pt reported to the ER over a weekend with severe drug withdrawal symptoms. Pt had nausea, vomiting and return of pain. The programmer for the pump provided the "low battery alarm" message. The rptr did not know if the alarm for low battery had sounded and had doubts that the pt could have heard it because pt seems to be hard of hearing. Pt was aware of symptoms of drug withdrawal and importance of reporting to dr if it occurred. Pump was replaced, pt recovered and is doing well now.